Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr, ous, 4.0x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent strut rows 4, 5 and 6 from the proximal end of stent were deformed and lifted. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) of the undamaged section was measured and was within maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed, a 4.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.